Manufacturer narrative:
Updated data: d9 h2 h3 h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned in a return kit in its original jar in clear solution. The valve was discolored with remnants of coagulated blood, showing evidence of blood contact. The valve was received in a slightly crimped state. All leaflets were slightly stiff but flexible and intact. The leaflets exhibited creases and/or frame imprints due to the valve being in a crimped state for an unknown duration. As received, two leaflets were partially open with one leaflet partially closed resulting with a gap between the coaptive ridges of all cusps. All commissures appear intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded but didn¿t expand to full dilation. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Product analysis: the complaint device has not returned for analysis; however, procedural images were submitted to medtronic for review. The patient¿s native valve annulus perimeter measured 81.5mm with a perimeter derived diameter of 25.9mm. The native aortic valve leaflets appeared moderately calcified. Review of the fluoroscopic images from inspection of the valve load showed an overlap in the valve frame which appeared to reach just prior to node 4. A valve frame overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. A pre-implant balloon aortic valvuloplasty was performed. The valve was recaptured once. Upon the second deployment attempt, the valve frame appeared significantly under expanded with evidence of an infold. Infolding of the valve frame can occur due a misloaded valve, patient's anatomical characteristics such as calcium, and recaptures. The valve was recaptured and the system was withdrawn from the patient. A second valve was loaded and fluoroscopic inspection of the second valve load was confirmed a good load. During deployment of the new valve, the frame appeared well expanded and the valve was succes sfully implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severe stenosis, calcification on the atrio-ventricular (av) leaflets and calcification chunk in the non-coronary cusp (ncc) sinus. A pre-implant balloon dilatation was performed with a 20 millimeter (mm) balloon. During the first deployment attempt, the valve was too high and the valve was recaptured. During the second deployment attempt, the valve was under expanded and a infold was observed after several checks from different projections. The valve was recaptured and retrieved safely from the patient. A new valve was loaded onto a new delivery catheter system (dcs) and was implanted successfully. No adverse patient effects were reported. Additional information was received to confirm no misload had occurred. A procedural delay was noted; however, the length of delayed time was not reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evprop23-29 (lot: 0012288357); product type: 0195-heart valves. Product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; product ID: d-evprop23-29 (lot: 0012311716); product type: 0195-heart valves; product ID: d-evprop23-29 (lot: 0012334819); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severe stenosis, calcification on the atrio-ventricular (av) leaflets and calcification chunk in the non-coronary cusp (ncc) sinus. A pre-implant balloon dilatation was performed with a 20 millimeter (mm) balloon. During the first deployment attempt, the valve was too high and the valve was recaptured. During the second deployment attempt, the valve was underexpanded and a infold was observed after several checks from different projections. The valve was recaptured and retrieved safely from the patient. A new valve was loaded onto a new delivery catheter system (dcs) and was implanted successfully. No adverse patient effects were reported.